Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as originating from the rinse block of the analyzer, and was 3 ml of diluent that leaked onto the counter. The operator was running patient samples when the leak was identified, however no erroneous test results were generated. There was an error condition of vote-outs (non-numeric test results) for the white blood cell (wbc) parameters, and the quality control sample results for the lymphocyte/monocyte (differential parameters) showed a shift low. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the ports of the probe wipe were obstructed causing the leak. The fse replaced the probe wipe and the instrument ran without leaks. The customer ran quality control samples and all 3 levels passed. The repairs were verified per established procedures. (B)(4).